Event description:
A customer reported experiencing a cgm error 42 multiple times with their pump. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.